Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient had been eating when she passed out. Her spouse called emergency medical services (ems) and the bg per ems was 24 mg/dl; however, her cgm displayed 80 mg/dl. The patient was given glucose via intravenous (IV) therapy and transported to the emergency department (ed). She was treated in the ed for a low blood glucose and difficulty breathing. She was discharged home after 12 hours. At the time of report, the patient was back at home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.